Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow or not flowing above the minimum drain volume threshold. Should additional relevant information become available, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 19:28:33. During night drain cycle four, the patient's ultrafiltration reading was 1435ml, indicating the home patient (hp) drained 1435ml more than their maximum programmed fill volume of 2000ml. No additional information is available.